Event description:
A customer contacted beckman coulter inc. (Bci) stating the initial and rerun monocyte results generated by the coulter lh 750 hematology analyzer did not match. No erroneous results were reported outside of the laboratory. It is unknown if the instrument flagged any parameters because patient printouts and raw data were requested, but not provided by the customer. There was no death, injury or change to patient treatment with regard to this event.

Manufacturer narrative:
Controls were run before the event and recovered within range. The instrument is currently within qc specifications. A field service engineer (fse) went on-site, performed troubleshooting and replaced some hardware. Fse then verified the instrument's operation.